Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the trailing haptic tore off. The lens was removed with no incision enlargement or suture required. No pt injury.

Manufacturer narrative:
Eval: results: (other) a visual inspection of the returned product shows one haptic is torn off and is missing and the lens is torn in half. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.